Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient turned off the therapy as their pain was relieved by the lesi. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no interventions would be done regarding the lead migration. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Corrected aware date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient implanted with a neurostimulator. It was reported that per a patient visit on (B)(6) 2018, the patient reported severe back/leg pain (rated at a 10) since (B)(6) of 2017 when they had a severe cough. The patient reported that the spinal cord stimulation (scs) was not working to relieve pain as it had before. The pain was confirmed on examination. No lead fracture or malfunction was noted per device interrogation/data. Scs was reprogrammed to add a new high dose program and for electrode reconfiguration. X-ray and CT of the lumbar spine was performed on (B)(6) 2018, and showed severe lumbar spondylolisthesis and spondylosis along the second thoracic vertebrae (t2) to the second sacral vertebrae (s1). On (B)(6) 2018 and (B)(6) 2018 medications were administered; a lumbar medial branch block (mbb) was done twice to relieve the pain 100% that same day. On (B)(6) 2018, back/leg pain was reported as severe in the right leg especially (10). Severe pain continued on examination. An lxo brace was ordered, lumbar epidural steroid injections (lesi) was done, and two radiofrequency ablations (rfa) were planned. The event was ongoing. The clinical diagnosis was scs not working to relieve pain. The etiology was possibly related to the device/therapy but not due to programming,not related to the implant procedure, and an etiology of spondylosis in the lumbar spine was noted. It was noted that the most recent interrogation prior to the event was on (B)(6) 2017. No further complications were anticipated.

Event description:
Additional information was received from the hcp. It was reported that the therapy was resumed on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) product type lead. Product ID 977a260 serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient¿s weight.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s back pain resolved and their left leg pain improved, but the right hip leg pain continued with multiple re-programs, pt, medication additions, and lesi. It was noted that there was spine-disc contact with l5-s1 nerve root, hip degeneration, and x-rays showed the leads were stable at t10 level and that the original levels were t8-t9. No further complications were reported/anticipated.